Manufacturer narrative:
Date sent to the FDA: 1/7/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted took down multiple loops of small bowel that adhered to the undersurface of the old mesh, freed up all intra-abdominal adhesions and reinforced the repair. It was reported that the patient underwent removal surgery and an exploratory laparotomy on (B)(6) 2015 due to infected abdominal wall mesh during which the surgeon noted some granulitic and purulent areas surrounding the previous mesh site and a fair amount of scarred, thickened tissue underneath the mesh with loops of small bowel. He dissected the old mesh off the fascia. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2019 during which the surgeon noted he found evidence of mesh sticking against the peritoneum and adhered to small bowel causing obstruction and inflammation. He performed enterolysis for about one hour to free the extensively adherent old mesh off the intestine and excised a piece of mesh from the bowel. He further resected a segment of 27 cm small bowel that was adherent to the previous mesh. It was reported that the patient experienced severe pain, inflammation, drainage, infection, bowel obstruction and resection. Other procedure was captured in a separate file. No additional information was provided.